Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was dimensionally inspected and photographic images were made. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00622, 00623. This event occurred in (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00622, 00623. This event occurred in (B)(4).

Event description:
Allegedly after the primary surgery on (B)(6) 2009, the surgeon found loosening of the cup. Revision surgery was performed (B)(6) 2013. Surgeon doubted armd issue. Normal activity level.